Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, during thumb advancer/exchange sheath splitting resistance was felt due to the clip delivery tubeset carving into the exchange sheath. The safety release button was depressed releasing the locator wings and the starclose se device was removed from the anatomy. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. There was no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is an estimated date, as the exact date could not be recalled. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.